Manufacturer narrative:
The analysis of the device history record for this lot was completed and the device history record indicates that this device is a prp35-07-150-120. Additionally, no further events concerning this stent length have been reported to date. (2008).

Event description:
This procedure was performed in another country, in the sfa. Physician decided in the intervention of a sfa to use a protege everflex prp. After he released the stent and checked the placement he saw, that the stent did not cover the complete stenose even though the length of the stent is a 150 mm. After checking with the measurement, it showed the used protege everflex does not have a length of 150 mm, but 100 mm. We have received the outside box as well as the packaging label and both shows that the length is 150 mm, but actually measures 100mm. To solve the problem the physician used two other stents to cover the complete stenosis.